Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the balloon of the balloon catheter exhibited slow deflation and there was liquid seen in the balloon. The delivery catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed, and no anomalies were found. The analyst noted that the syringe was not returned. Used a fresh syringe, balloon inflates and deflates normal. No liquid visible in the balloon. If information is provided in the future, a supplemental report will be issued.